Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "four or five years ago, [the patient] felt dizzy and woke up at the hospital with a trach tube." According to the patient, since that time skipped heart beats and at least one additional episode of dizziness lasting around 20 seconds have been experienced. The device did not capture the latter episode of dizziness. Because of this, the patient does not believe the device is working. However, the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.